Manufacturer narrative:
Based on a review of histosonics records, six MDR reportable events are associated with this reporting site. At this time, based on available information, we are unable to determine which of the events noted in the abstract had been previously reported. Should additional information become available, this report will be updated as appropriate. The noted adverse events are consistent with known potential aes associated with hepatic histotripsy and disclosed in the device labeling. No device malfunctions or other noteworthy events were reported.

Event description:
Histosonics was made aware of an abstract from the gest 2026 conference that was recently published (puli et al. Global embolization symposium & technologies 2026: complication rates of histotripsy. J vasc interv radiol 2026: 108828 https://doi.org/10.1016/j.jvir.2026.108828). Among 39 patients treated with histotripsy, 13 patients experienced complications. The abstract noted that seven events met criteria for severe complications per sir nomenclature, including bleeding, infection, arterial injury, and portal venous thrombosis. Four complications were moderate and two were mild, including transient liver enzyme or leukocyte elevation, transient acute kidney injury, skin burns, hematuria, and mild abdominal pain. The purpose of this report is to cover the previously unreported incidents.